Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Made me gag and almost sick [retching]. The actual head part keeps coming loose, fell off in mouth- oral-b precision clean brush head [device breakage]. Case description: a female consumer of unspecified age reported via e-mail on (B)(6) 2017 that she purchased a 4 pack of oral-b precision clean brushheads "last week," and she had been through 3 brush heads in a week due to the "actual head part" coming loose. She reported that one brush head part fell off in her mouth the morning of (B)(6) 2017. She reported she was 5 months pregnant, and the incident made her gag and almost sick. The case outcome was recovered. The consumer reported she had used oral-b for years, and never had any problems. Concomitant product: oral-b rechargeable toothbrush, version unknown.